Manufacturer narrative:
Integra has completed their internal investigation on 09/16/2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the cusa excel console u7b2736s was not returned to integra for failure analysis investigation; a service engineer visited the reporting facility on the (B)(6) 2015. The service call confirmed the complaint incident; the cooling sensor assembly was defective thus causing the cooling water alert. A copy of the DHR was requested from the manufacturer valleylab, date of manufacture: 2007¿ feb. The DHR was reviewed for cusa excel console (B)(4). No non-conformance reports (ncr) were raised during the manufacturing process for this console. The review confirmed all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cusa excel console been released. Rate of occurrence: during the time period ¿(B)(6) 2014 to (B)(6) 2015¿, the quantity of complaints over the review period with the key words identified in the complaint review (6) can therefore be calculated as (B)(4). Conclusion: the root cause of the complaint incident was identified as a defective cooling sensor thus causing the cooling water alert.

Event description:
It was reported that a male patient (age unknown) was on the operating table and under anesthesia for a partial nephrectomy. No surgical incision had been made. The surgeon was waiting to see if the cusa device would work. The device wouldn't work; water light error appeared as soon as the machine booted up. They troubleshooted but they couldn't get the error to go away. The device was not able to be used on the patient. There was no replacement device that could have been used. There was no patient injury reported. However, the surgery was cancelled and rescheduled for (B)(6) 2015.